Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external abrasion breaching the outer insulation and exposing the outer coil located at the distal region on the distal portion of the lead, consistent with friction to another device or feature of the patient anatomy.

Event description:
This report is to advise of an event observed during analysis.